Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced ventricular fibrillation (vf) twice during atrial fibrillation and mode switching. The physician was inquiring whether the vf was triggered by the mode switch and how to adjust the device accordingly. Device data is in the process of being sent for review. The ICD remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced ventricular fibrillation (vf) twice during atrial fibrillation and mode switching. The physician was inquiring whether the vf was triggered by the mode switch and how to adjust the device accordingly. Device data is in the process of being sent for review. The ICD remains in service and no additional adverse patient effects were reported. Additional information provided from the field indicated the patient later received inappropriate anti-tachycardia pacing and a shock from their ICD due to fast conducted supraventricular tachycardia. Troubleshooting options are currently being discussed with the field and the ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. E1: initial reporter phone number is +(B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced ventricular fibrillation (vf) twice during atrial fibrillation and mode switching. The physician was inquiring whether the vf was triggered by the mode switch and how to adjust the device accordingly. Device data is in the process of being sent for review. The ICD remains in service and no additional adverse patient effects were reported. Additional information provided from the field indicated the patient later received inappropriate anti-tachycardia pacing and a shock from their ICD due to fast conducted supraventricular tachycardia. Troubleshooting options are currently being discussed with the field and the ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A risk review was completed and confirmed that the event of rhythm acceleration was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the device is acceptable. Investigation summary: with all the available information, boston scientific concludes that although the complaint device was not returned to boston scientific and analysis has not been performed, the primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. Rhythm acceleration is a known inherent risk of the use of this product. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this product has not been returned back to boston scientific, and as a result, laboratory analysis could not be conducted. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: rhythm acceleration is a known inherent risk of the use of this product, and this is documented in the labeling. E1: initial reporter phone number is (B)(6) reported here as phone number exceeded character limit for designated field.